Event description:
Reported via patient call center: it was reported that the patient had a near death experience while in recovery. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. The patient reported to the watchman patient call center that he "passed away" while in his hospital room post procedure. No further information was provided.

Manufacturer narrative:
B3 date of event - estimated as it was reported as occurring while in recovery post procedure. D6a implant date - estimated as it was reported as occurring in (B)(6) 2022.